Manufacturer narrative:
The returned product was evaluated and the top housing was found to be cracked with the internal components exposed; this issue could allow fluid into the pod. Fluid entering the pod would have caused the hazard alarm. No bend was observed in the cannula. It could not be conclusively determined if there were drive issues during use that would have contributed to the reported event.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). The pod was deactivated and he noticed the cannula was bent.